Manufacturer narrative:
Final analysis found premature battery depletion was confirmed. Bench testing on the device was performed and no source of high current were noted. In further analysis of the battery, lithium clusters were observed. The cause of premature depletion could not be determined.

Event description:
This report is related to previously reported complaint of premature battery depletion, MFR number 2938836-2015-02994.